Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level was 447 mg/dl. Customer also reported that insulin pump had insulin flow blocks alarm. Customer in performing a 5.0u fill cannula test and insulin exited. Customer states the cannula was not bent. The insulin pump will not be returned for analysis.